Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room due to cardiac arrest. Upon device interrogation, there were two episodes of ventricular fibrillation (vf) noted where shocks were not delivered due to undersensing. The first episode reverted to sinus rhythm spontaneously where as the second episode required external defibrillation in the hospital. The device was reprogrammed and the patient was stable.